Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. The insulin pump received with minor scratched lcd window. The insulin pump was received with stained end cap sticker.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they felt like that there was a leak. The customer also reported that there was a stain in the reservoir compartment. The customer's blood glucose was 648 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.